Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported that 4 of the infusions sets did not adhere and only lasted 1 day and buttons were hard to press especially while filling tubing and was hard to get anything done on it. It was reported that the pump was working right now and has not been exposed to moisture. The device will not be returned for analysis.